Event description:
Litigation papers received that allege the patient suffered from persistent pain, discomfort and a catching sensation that negatively affected their mobility and ability to sleep and elevated metal ion levels. Ppd received

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address failure of the acetabular component. The cup showed some spotty ingrowth, but did not have extensive ingrowth around the cup.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.